Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with unexpected restart alarm and external ram crc error. The customer's blood glucose level at the time of incident was 137mg/dl. The customer states there is a closed circle on the screen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test and error alarm tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.